Event description:
Healthcare professional reported right side "rupture of recalled implants." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Correct reason for reoperation: "biocell replacements". Device analysis: analysis of the returned device identified: weight to the spec and broken shell. A visual and microscopic analysis was performed which identified: broken crease sharp on posterior, creases fold and wear abrasion. Based on the device analysis the final assessment is: a broken crease sharp on posterior side assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "rupture of recalled implants." Device has been explanted.

Event description:
Healthcare professional reported right side "rupture of recalled implants." Device has been explanted.